Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: can you please clarify, what was the treatment the nurse received as a result of the injury (e.g. Cleaning of wound, wound covering, stitches, etc.)? What is the standard protocol for an injury of this nature? Will it be determined if the patient had any infectious disease? Will any additional intervention be required? What is the current condition of the nurse? Response: I have not been informed or had any update regarding this nurse, they are not willing to give out information.

Event description:
It was reported that during an unknown procedure, after procedure completed noticed that the reload blade was exposed. Staff member was injured as a result of the exposed blade. Additional information was provided that the nurse involved in the incident was treated in the department straight away and went to ec for further blood tests. When asked if there is a possibility of contamination of patient's blood or any information on patient's history, the response was that this information is unknown as the hospital cannot provide it due to privacy; we cannot give out any personal details about the patient, operation or results of tests done.

Manufacturer narrative:
(B)(4). Batch # r5a90w . Device evaluation summary: the analysis results found that the ntlc75 device was received with no apparent damaged and with two sr75 cartridge reloads present. The reload (b) was returned fully fired and the swing tab in the locked position. The reload (c) was received with the knife not completely within doghouse, fully fired and the swing tab in the locked position. The device was tested for functionality with the test cartridge. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. It is possible that the knife exposed noted on the reload is consist with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. Please refer instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.